Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump did not infuse. Pump did not beep or display error codes. The chemo had been left in the cassette. Most, if not all, of the chemo had been administered according to the pharmacy and doctor. The pump had appropriately beeped at the end of the 46 hours to alert the patient that it was finished. No error messages had been noted. A new pump had been assigned to the patient, and he had been reattached the next day with a new chemo cassette to redo the 46-hour infusion. There had been an approximate two-day delay in the patient¿s treatment. The continuous infusion rate had been 4 ml/hr, the reservoir volume had been 184 ml, and the pump had indicated that 184 ml had been given, but most of the chemo had still been in the cassette. There was a patient involvement, and no patient harm/adverse event reported.